Event description:
It was reported that pull wire broke. The wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: cinchlock ss used in hip procedure. Upon actuating lever to set anchor, internal pull wire broke internal to handle. Remaining segment of wire was pulled through anchor using grasper. No additional delay to case was reported, no unintended material (wire fragment) was left at surgical site. The failure identified in the investigation is consistent with the complaint record. The root cause was a material issue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that pull wire broke. The wire was removed from the anchor and the procedure was completed successfully.